Event description:
It was reported that four hours into a car trip, the pt experienced a shocking or jolting sensation and an overstimulation sensation that felt like "shooting hot pain around [the] rump area." The pt subsequently lay down, but the pain then shot up to the location of the implantable neuro stimulator and "it felt hot to touch and painful." The sensation eventually stopped, but returned the next day, though not as severe. The pt felt the intermittent painful stimulation mostly in the car, but had experienced one or more incidents outside of it. The pt was receiving good therapeutic effect. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).